Event description:
Contact reported that a depuy screw broke approx 3-months post-op. A revision procedure was performed and the screw replaced. An interbody device was added to provide add'l support. As surgical intervention occurred an MDR is being filed to document this event.